Event description:
This is a spontaneous report by a consumer from (B)(6) of constipation and peritonitis in a patient following the administration of dianeal pd2 ultrabag therapy. On an unreported date, the patient experienced constipation. On (B)(6) 2010, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient began treatment with reflin 1 gm daily ip and tobramycin 80 mg daily ip. The patient was recovering from the peritonitis. The outcome for the event of constipation was not reported. Remedial treatment with reflin and tobramycin was ongoing. Pd therapy was ongoing. The reporter did not provide an opinion of causality for the events of constipation and peritonitis. The reporter believed the cause of the peritonitis was constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.